Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had air bubble in the reservoir. The customer¿s blood glucose level was 3.9 mmol/l at the time of the incident. The customer stated that big air bubbles were noticed during therapy. The customer was advised to monitor and call back if further assistance is needed. The reservoir will not be returned for analysis